Event description:
It was reported that a user believed a meal announcement had been delivered after eating but no delivery appeared on the device report, and internal log review confirmed no meal announcement was completed. No reported adverse clinical effects and glucose remained in range at the time of the call. Outcomes included no clinical impact, no alerts or alarms, and no medical intervention. Investigation included review of device logs and user guidance on proper meal announcement procedure. Investigation of this case revealed no device malfunction, with findings consistent with a missed user meal announcement and normal device function. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incomplete meal announcement.